Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4) internal report number cc (B)(4). The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticatia) and rashes (exanthema). In rare cases ((B)(4)), anaphylactic shock has been reported." "General safety instructions: for external use only. Do not use for infusion or injection. Do not swallow." No sample is available. Therefore, no analytical testing is possible. Correct application is cleary stated in the IFU. Since there is no trend, no further actions are initiated at the moment. When irrigating wounds and wound cavities, it has to be ensured, that the solution is not introduced or injected into the tissue under pressure as well as that drainage is guaranteed at all times. If pressure is applied to the irrigation channel and the solution is not allowed to drain, the reported adverse effects such as edema may occur. Furthermore, 40ml is too much for the small wound. Therefore, an use error is the most probable root cause for the edema and the resulted surgical intervention. However, there is no final statement available from the healthcare professional regarding the use error. The product quantities sold in 2020 for prontosan solution were over (B)(4). So far, this is the first complaint regarding use error due to too much pressure during wound irrigation. Hence, no negative trend can be observed. This is an isolated case (not a repeated complaint). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by user facility in (B)(6): a patient had a 1cm deep wound (the size of a pinhead), which was irrigated with prontosan wound irrigation solution. According to patient's statement the wound was flushed with 40ml prontosan with a button cannula. Afterwards, the patient suffered from burning sensation, extreme feeling of pressure, small edema, extreme redness on the forearm, swelling of the hand as well as pain. His hand was a third larger than normal. Because of the edema, surgery was needed on the hand. A drain was placed to prevent possible tissue necrosis.